Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post-operative follow up. It was noted that the patient had developed a pocket infection. The physician suspected that the infection was procedure related. The device system was extracted. The patient was stable before and after the procedure.